Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 59mg/dl, 157mg/dl, 177mg/dl. Tests were done <10 minutes apart with a difference of 53% patient did not experience any adverse event. No further information has been reported.